Manufacturer narrative:
The available information suggests that the device and competitor rv defibrillation lead remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this device and competitor implantable transvenous right ventricular (rv) single coil defibrillation lead was exhibiting a shock impedance measurement of greater than 125 ohms. The local representative reported that the shock vector was reprogrammed to a single coil vector (coil to can) and the measured shock impedance was 64 ohms. Technical services explained that this would represent an expected behavior. Subsequently, the local representative contacted technical services to report that the shock vector had already been programmed when the out-of-range (oor) measurement occurred. The physician removed the lead's terminal pin and port plug. The terminal pin and port plug were re-inserted and the set screws were retightened. Normal shock impedance measurements were obtained at that point in time. Technical services suggested that the high shock impedance occurred because of a loose connection and not improper programming.